Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a replacement procedure due to implantable pulse generator (ipg) was unable to fully charge. In addition to the previous reason, the replacement was also performed to enable magnetic resonance imaging (MRI) compatibility. The ipg was disposed per hospital policy and will not be returned for analysis. Postoperatively, the patient's recovery is progressing as anticipated.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.